Manufacturer narrative:
Device evaluation of electrode belt (B)(4) is complete. The reported problem (check pad messages, add gel/replace belt messages) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy electrode (te) pad was pulled from the strain relief, disconnecting wires in the dn. The cause of the test failure was the pulled dn to rear te cable. The root cause of the pulled cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving "add gel/replace belt" and "check therapy pad" messages.